Manufacturer narrative:
(B)(4) - zipper teeth will not align. The product has been requested to be returned but has not been received. Manufacturer references file # (B)(4).

Event description:
The customer claims that the zipper teeth will not align when an attempt is made to zip the enclosure on both side panels of the canopy. There was no patient injury reported.